Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial pacing impedance had varied and had risen high enough to trigger an alert via remote monitoring. Follow-up at the clinic indicated the impedance value had returned to normal. The lead remains in use. No patient complications have been reported as a result of this event.